Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# j0511589v, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that during the replacement procedure the patient experienced high impedance values reading >4000 ohms. The lead was removed and wiped down twice. The lead was tested at 1v 200us and 2v 300us. Impedance values were also tested at 2.5v 300us, 2.5v 210us, and 2.0v 360us. All of these attempts yielded the same result. It was also noted that an implantable neurostimulator (ins) was being used to test motor response. Bellows and toe flick were also present at normal amplitude values. The patient was getting good stimulation before the battery depletion however the ins was completely depleted and the manufacture representative could not interrogate prior to the procedure. The patient¿s healthcare provider made the determination that they would not replace the ins; they would close and review response with the patient post op. No visual damage to the lead or patient symptoms were reported. Additional information reported that post procedure the impedance values still showed >4000. The patient did not feel stimulation on the different programs when it was turned up to 8.5. The patient did note that they had a terrible fall. The patient was implanted for dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient was being scheduled for an x-ray and lead revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.